Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned in two sections. The is-1 section was approximately 8 centimeters (cm) and the tip section was approximately 44 cm in length. Visual inspection found a lead abrasion through to the coil at approximately 23 to 26 cm from the tip. A white substance was found on outer coils, which was likely calcium deposits. Analysis determined that the abrasion type appeared to be lead on lead type of wear, which would confirm the field allegation of noise.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) lead and noise on the right atrial (ra) lead as well. A revision procedure was performed where both leads were explanted. No adverse patient effects were reported.